Manufacturer narrative:
Investigation is ongoing. A supplemental report will be forthcoming with the report number for the second valve used in this case. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), during an off-label mitral valve-in-mitral annular calcification (mac) case using a 29mm sapien 3 valve via transapical approach, after the first valve was implanted paravalvular leak (pvl) was noted. A plug was inserted but the pvl was still seen. A second valve was implanted but the pvl remained and upon trying to close the pvl, the catheter accidentally dislodged both valves. Another 29mm s3 was emergently implanted successfully. The two conjoined sapien valves were then pinned to the atrial septum by a septal closure device. It was later communicated that the patient expired from an unknown cause three days post implant. There are no additional details this time.

Manufacturer narrative:
Please note that full h10 was not submitted in its entirety in an earlier submission. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. It should be noted that it was a valve in valve procedure. The sapien 3 transcatheter heart valve (thv) (s3) with the commander delivery system (ds) is currently indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. In this case, the valve was used in an off-label operation. The IFU and training manuals in this section are for a tf procedure in the aortic/mitral position for relevant guidance for an s3 implant using a commander ds. Based on this review, no IFU training deficiencies were identified. The transcatheter heart valve (thv) in thv replacement using the sapien 3 (s3) with the commander delivery system (ds) in the mitral position is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaint for paravalvular leak and interventional device interacts with pre-existing implantable device were confirmed based on medical record provided. A review of the DHR and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, "during an off-label mitral v-in-mac case. After the first valve was implanted paravalvular leak (pvl) was noted". In this case, the thv was implanted in the native mitral annulus, which is non-circular in shape. In combination with the mitral annular calcification (mac), deployment of the circular thv in a non-circular landing zone can create irregular contact between the thv and landing zone, forming an improper seal leading to paravalvular leak as reported. As reported, "a second valve was implanted but the pvl remained and upon trying to close the pvl, the catheter accidentally dislodged both valves". Paravalvular leak observed after the second valve deployment led to the non-edwards sheath interacting with the pre-existing deployed valves. As such, available information suggests that procedural factor (off label operation resulting in pvl) may have contributed to the complaint event. In this case, available information suggests that procedural factors (off-label operation and off label operation resulting in pvl) may have contributed to the complaint event. It should be noted that the valve was implanted in native mitral position in mitral annulus calcification (mac). The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for a native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per medical record review, the operative note stated the patient presented with acute on chronic (congestive heart failure) chf. The patient underwent a lampoon procedure on the anterior leaflet followed by a transcatheter mitral valve replacement with sapien 3 "augmented with gore-tex". Post deployment there was significant leak, and a plug was implanted for the paravalvular leak (pvl). The decision was to deploy a 2nd valve which would help with "the girth of the first valve than to flare it." This improved, another plug was attempted on a second leak (pvl) however the advancement of the non-ew sheath embolized the 2 valves. CPR was initiated and a 3rd valve was prepped urgently and deployed. The operators 'pined' the valves to the septum with a 38mm aso (atrial septal occluder). An embolized plug in the leg was retrieved percutaneously. Another plug embolized to the pulmonary arteries and was patent without any significant limitations of flow. Post procedure, the patient was on an intra-aortic balloon pump (iabp) with significant pressor medications with a stable blood pressure and the patient was transferred to the unit in stable but critical condition. The primary cause of death was related to cardiogenic shock secondary to transcatheter mitral valve procedure and aortic valve disease.

Manufacturer narrative:
Per medical record review a supplement report is being submitted. Update to b2 (death), b5 (event description) b7 (relevant medical history), h1 (type of reportable event, h6 impact code, device code and clinical code. Related medwatch 2051691 2022 05367 was submitted for the second valve used in this case.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. H10: the sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable.